Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the emergency department. During placement, the physician experienced the guide wire strip when removing it from the patient.

Manufacturer narrative:
(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. A device history record review did not reveal any manufacturing related issues. The probable cause of the guide wire unravelling could not be determined based upon the information provided and without a sample. No further actions will be taken.